Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Potential lot numbers: 14212815 or 13778912. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported a hilal platinum embolization microcoil got stuck in the distal tip of a catheter and would not deploy. A patient with liver cancer was undergoing a transcatheter arterial embolization procedure (tae) of the hepatic artery in which cook hilal microcoils were to be used. The physician failed to deploy three coils despite following the instructions for use (IFU) prior to the complaint coil getting stuck. The physician pushed the fourth coil into the microcatheter and visualized it under fluoroscopy. Some resistance was detected during advancement through the catheter. Once the coil came approximately two thirds of the way out of the catheter, it became stuck at the catheter tip. The wire could not be moved. Both the wire and catheter were removed along with the stuck coil. It was noted that the physician was experienced with using these coils. As reported, the patient did not experience adverse effects or require any additional procedures.

Manufacturer narrative:
Investigation ¿ evaluation: an unknown representative of dalin tze chi hospital (taiwan) informed cook on 10may2022 of an incident that occurred on the same date involving a hilal platinum embolization microcoil (rpn: mwce-18-2.0-2-hilal; lot: unknown). It was reported that when the coil was advanced into the microcatheter, resistance was felt, and the coil could only exit the catheter partially. There were no adverse effects reported to the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), quality control procedures, as well as a visual inspection of the returned complaint device, were conducted during the investigation. One used device was received. The coil was stuck inside the microcatheter, protruding from the distal tip. The coil was unable to be removed from the catheter. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The user was unsure which specific lot was used for this complaint, but was able to narrow it down to either lot 14212815 or 13778912. Therefore, cook has completed the DHR on both potential lots. Lot 14212815 had a potentially related nonconformance for offset weld. However, this step is checked 100% in qc, and all nonconforming product was scrapped. Lot 13778912 did not have related nonconformances. Neither lot 13778912 nor lot 14212815 had additional complaints. Cook also reviewed product labeling. The current instructions for use [t_ce_hilal_rev3] state the following: "precautions prior to introduction of the microcoil, flush the angiographic catheter with saline. How supplied upon removal from package, inspect the product to ensure no damage has occurred." The information provided upon review of the device master record, product labeling, and device history record, does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.